Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event reported on the same pt involving two separate products and associated with MDR #1225714-2013-01824.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-01823 and 1225714-2013-01824. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Add'l info received noted that the pt also experienced cardiac arrest, which is alleged to have been caused by the product administered during dialysis treatment.